Event description:
It was reported that a 'full battery backup may not be available' message was displayed on the central control monitor (ccm). No other details regarding the nature of this event were provided.

Event description:
Additional information was received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure and the heart lung machine (hlm) battery was low. As mitigation, the battery was charged during the case and the low battery alarm was resolved with no further alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) could not verify the reported complaint. The fsr verified that the batteries were fully charged. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2022, the system was quickly powered off at 1:47:20 pm. The power manager reported 'supply voltage failure'. This error can be caused by a quick power cycle. This would cause the battery charger to be disabled, and the message 'battery cannot be charged - full backup may not be available' to appear when a perfusion screen was opened. A perfusion screen was not opened until 6:03:16 am on (B)(6) 2022. This would have been when the user would see the 'battery cannot be charged - full backup may not be available' message. The log confirms the complaint. The next power cycle corrected the error condition. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.